Event description:
Drive medical has received a complaint from an pharmacy¿s insurance company about an incident involving a crutch originally distributed by drive medical. It is alleged that the end user was using the crutch when it twisted causing the end user to fall. The claimant allegedly sustained a fracture at the base of the left metatarsal, bruising and contusion. The claimant¿s attorney refused to release add¿l info pertaining to the injuries. This MDR report is based on the insurance company complaint.